Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia after a site change, with blood glucose rising after consecutive meals and not decreasing, ketones measured at 0.0 on two occasions, and resolution of high glucose after changing the infusion set and refilling insulin, consistent with a possible infusion set or delivery issue. Symptoms included hyperglycemia. Outcomes included no hospitalization and recovery after infusion set replacement. Investigation included review of user report and assessment of probable infusion set performance. Investigation of this case revealed findings consistent with an infusion set failure or occlusion leading to inadequate insulin delivery, supported by resolution after site and insulin changes. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.